Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine (5 mg/ml at 0.9981 mg/day) and morphine (10 mg/ml at 1.996 mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that last month during a refill appointment the pump was discovered to be flipped. It was noted that at the time of the refill the actual reservoir volume (arv) was 5 ml more than what was expected: the pump was filled with 20c. Thecaller stated that the patient came in yesterday for an appointment and the expected reservoir volume (erv) was 15cc but there was 20cc found in the pump. It was noted that the patient had been having increased pain since before the refill appointment on (B)(6) 2018. The event logs were reported as normal. The caller did not know if all the suture loops were utilized when the pump was implanted. It was stated that a revision would take place. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from a healthcare professional (hcp) who reported that the cause for the flipped pump and the volume discrepancy had not yet been determined. The patient was still awaiting the revision. No further complications were reported/anticipated.